Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using a genexpert test and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: eua(B)(4). The following information was provided by the initial reporter: "customer reports discrepant results. Bd max cov2 positive, but confirmation testing on genexpert is negative. Incident date(s): on (B)(6) 2021. Instrument sn and sw version: (B)(4); reference and lot numbers of reagent's kits: lot 1005841, reference 445003-01. Samples affected (patient or external control): see runs attached. Sample collection media type and size (1ml/3ml, etc): molecular water. What do you use for external controls and how do you prepare them? 600 ul molecular water + 150 ul known positive patient and 150 ul known negative patient (with bd). What are the run numbers and sample positions for each affected sample? Please include accession number, run#, sample position, lot# and final results reported for each patient. See runs. Has any of the samples affected been repeated? Repeated on genexpert. What are the results of your most recent environmental monitoring run? Negative the last monday before the weird runs and the negative after on (B)(6). Which test is used for confirmation? Sars-cov-2, influenza et rsv sur genexpert _ confirmation testing date(s): (B)(6). Final results reported to clinician: genexpert results. Adverse effect on patient, if any: no. Treatment or medications received by the patient, if any: na. Is your bd max connected remotely to bd via assurity-linc or rss? No. If no remote connection, can you provide run reports (2 files for each run; pdf and .csv) via email? Sent."

Manufacturer narrative:
Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# 44500301) lot 1005841 was performed by the review of the manufacturing records, analysis of the customers data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that the lot 1005841 was manufactured according to specifications and met performance requirements. Customer complained about samples that obtained only one positive target (n1 or n2) when tested with bd max sars-cov-2 reagents but confirmation with genexpert system assay was negative. Corresponding runs were provided (seven runs from three different bd max instruments: ct0304: #12550, #12549 / ct1876: #1035, #1034, #1033 and ct1967: #587, #590). Moreover, customer performed decontamination of the laboratory and provided the environmental monitoring run results done after. Manual pcr curve adjudication was conducted for all discrepant results. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Curves of all the discrepant samples, including the negative control, show late amplification for the n1 or n2 target, without anomaly, indicative of late but true positive results. Following the complaint, some communications between the technical service team and the customer concluded to an environmental contamination issue. After two other decontaminations of the instrument, the customer mentioned that the issue was resolved. Contamination during sample preparation and/or material handling could have contributed to some of the positive results for which the customer complained. Moreover, some of the samples description suggested the use of nuclease free water directly in the sbt as sample. Such practice could cause some unspecific amplification. Indeed, as recommended in the bd max sars-cov-2 reagents instruction for use, rnase p positive control or a known negative sample should be used as controls. Nevertheless, bd was unable to confirm the exact cause of the customer issues. Targets and limit of detection vary between assays. However, no product issue is suspected. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot 1005841. The root cause was not identified but positives samples at the limit of detection of the assay and/or contamination by customers are suspected. Bd cannot confirm the complaint based on the investigation that was performed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using a genexpert test and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "customer reports discrepant results. Bd max cov2 positive, but confirmation testing on genexpert is negative. Incident date(s): thursday (B)(6) and friday (B)(6) 2021. Instrument sn and sw version: (B)(4); reference and lot numbers of reagent's kits: lot: 1005841 et r¿f¿rece: 445003-01. Samples affected (patient or external control): see runs. Sample collection media type and size (1ml/3ml, etc): molecular water. What do you use for external controls and how do you prepare them? 600 ul molecular. Water + 150 ul known positive patient and 150 ul known negative patient (with bd) what are the run numbers and sample positions for each affected sample? Please include accession number, run#, sample position, lot# and final results reported for each patient. See runs. Has any of the samples affected been repeated? Repeated on genexpert. What are the results of your most recent environmental monitoring run? Negative the last monday before the weird runs and the negative after on (B)(6) which test is used for confirmation? Sars-cov-2, influenza et rsv sur genexpert _ confirmation testing date(s): (B)(6). Final results reported to clinician: genexpert results. Adverse effect on patient, if any: no. Treatment or medications received by the patient, if any: na. Is your bd max connected remotely to bd via assurity-linc or rss? No. If no remote connection, can you provide run reports (2 files for each run; pdf and .csv) via email? Sent".